Event description:
Customer reportedly received results of 300, 221, and 131 mg/dl within 10 minutes on the aviva system. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however, customer did not return strips; replacement was sent.